Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report an issue with a vial of onetouch ultra test strips she had been using when vacationing in the (B)(6). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that while vacationing back in (B)(6) 2013, she was unable to test her blood glucose. During the follow-up call, the patient informed the mss that she was attempting to test with a onetouch ping meter remote, but was confident there was a problem with the test strips and not her meter. The patient did not recall the actual issue she was encountering and could only confirm that she was unable to test her blood glucose for three days. The patient is on insulin pump therapy. As a result of not being able to test her blood glucose, the patient stated she had to ¿guesstimate¿ her bolus dose and generally tried to base dose based on estimated carbohydrate intake. The patient reported that on at least 3 occasions, during her vacation, her blood glucose dropped and she experienced symptoms of feeling shaky, confused and incoherent. The patient stated when her blood glucose dropped either her spouse or her children would provide treatment of either food or drink. The patient confirmed she would eventually feel better after she ate. During the follow-up call, the patient informed the mss that she felt that the test strips may have been damaged due to extreme heat and humidity. The patient admitted that she had stored the test strips outside of the original test strip vial. The patient reported that when she arrived back home she was able to test with her meter successfully using a different vial of test strips. At the time of the initial call to lfs, the customer care advocate noted that the patient no longer had the vial of strips she was experiencing a problem with. The test strip lot number was not known. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after experiencing a problem with the alleged lfs product.